Event description:
Customer reported erroneous high white blood cell count on two of three pt samples. Ther were instrument generated flags for platelet clumps with the test results for the three pt samples. Platelet counts for the three samples were correct. The white blood cell counts were determined to be erroneous when compared to manual white blood cell count estimates. No erroneous test results were reported out the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 2 of 2 reported by this customer for one of two analyzers.

Manufacturer narrative:
The instrument is currently within quality control specs with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this event and were within acceptable ranges. Previously run pt samples were rerun to confirm accurate back to the last acceptable control run. Instrument service history was requested but not provided. Raw data analysis for white blood cell count does not show an instrument malfunction. Root cause for the erroneous high white blood cell count is unk. Platelet clumps ar a known interfering substance. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to MDR 1061932-2011-01020.